Event description:
It was reported that the user experienced recurrent low glucose while at work, with a recorded nadir of 41 mg/dl, and stated the ilet only displayed a ¿low¿ alert despite engineering logs showing multiple alerts including ¿glucose falling quickly¿ and ¿urgent low soon¿. The user treated the episode with candy bars and a cola, and education was provided on appropriate hypoglycemia treatment using fast-acting carbohydrates. Symptoms included hypoglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user and internal system logs. Investigation of this case revealed no device problem found, a usage problem was identified related to improper or incorrect procedure for treating hypoglycemia, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.